Event description:
It was reported the pt has not charged in her ipg in over a year and her ipg is now unable to communicate with the charger. The sjm representative is to meet with the pt as the next course of action.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.